Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The tip, hypotube, distal shaft and collar were microscopically examined. Inspection revealed damage to the tip, kinks in the hypotube at 6.5cm and 43 cm from the strain relief, partial separation at the collar and a kink in the distal shaft 55mm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12aug2016 it was reported that the device failed to cross the lesion and deformed tip occurred. The target lesion was located at the right coronary artery. A 1.45mm guidezilla¿ was selected for use. During the procedure, the device could not cross the calcified proximal part of the lesion. The device was removed and found that the tip was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patients' status was good. However, device analysis revealed that partial separation of the collar occurred.